Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. The lead was never in service. Additional information was received indicated that the lead was attempted due to placement difficulty with electrode end damage. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.